Event description:
A malfunction was reported. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, confirming the shipping address and instructing the customer to use a backup therapy to ensure continued insulin delivery. The customer was guided to enter storage mode before returning the defective pump, which was to be sent back within ten days using a prepaid label.